Event description:
While lowering the pt into their wheelchair, a loud bang was heard. It was reported that part of the hoist had snapped and metal had severed. The arm of the hoist came down suddenly, dropping the pt into their wheelchair with a bump. No reported injuries.